Event description:
It was reported that after a supply change on the ilet pump, the user observed insulin on the wrong side of the cartridge plunger and experienced elevated blood glucose of 400 mg/dl. The user was using an inset 23" infusion set and changed the cartridge but not the infusion site, and a bent cannula was discussed as a potential cause. Troubleshooting and education were provided, including advice regarding potential infusion set issues and monitoring for glucose improvement. Customer care provided support that included a review of the reported condition and user feedback; no device was returned, and the cause remained unclear. Investigation of this case revealed insufficient evidence to confirm a device malfunction, with a possible infusion set or cannula issue discussed but not verified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.